Manufacturer narrative:
Additional info: product analysis: visual review of the returned implant identified a portion has been broken off. Microscopic examination of the inserter interface identified a stripped threaded hole and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken off portion of the implant identified a fairly flat fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The above observations are consistent with inappropriate handling of the implant during attempted implantation. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review:- review of submitted images appear to display implant fracture through the cross sectional area and at one of the inserter interface tabs, with deformation on the top face, and some indication of stripped threads.

Event description:
Procedure: oblique lumbar interbody fusion (olif) levels implanted: l3/4/5 it was reported that during surgery, the cage broke during insertion. When the breakage occurred, 4/5 of the cage had been inserted in the vertebral body. So only 1/5 of the broken cage could be removed. This 1/5 fragment of the cage remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.